Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 490 mg/dl. Customer treated with 1.7u through the insulin pump. Customer stated that he did a set change and then later, his blood glucose levels began to elevate. Customer stated that he programmed a bolus while at the hospital with his dad. Customer did not get a beep so he knows that there was an absence of a no delivery alarm. Customer did not receive any beep which would indicate the bolus had not been completed. Customer stated that they were dehydrated. Troubleshooting was performed. Customer stated that there was a bolus that did not appear in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will revert to manual injections until replacement pump arrives. No additional information provided.

Manufacturer narrative:
The insulin pump was received with alarm noted in the history screen due to corrupted history file. Unable to upload to care link pro and verify history on unit due to corrupted history file. The insulin pump was program with multiple boluses and all boluses delivered properly and were recorded in the bolus history screen. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.